Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to grasp the leaflet appears to be related to chordal rupture from the second clip. The reported poor image resolution was associated with difficulty visualizing the anterior clip arm. The reported tissue injury appears to be related to procedural condition due to the inability to grasp. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedure. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report tissue damaged caused by difficulty grasping. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted with no reported issue. A second clip (ntw) was advanced to the mitral valve, but there was difficulty visualizing the anterior clip arm. The ntw was closed beneath the anterior leaflet and pulled up back into the right atrium. This caused a chordal tear on the anterior leaflet, and it ruptured. When trying to clip the new flail with the ntw, the posterior gripper would not go down. It was decided to remove the clip. Another clip (ntw) was advanced to the mitral valve, but it was not possible to grasp both leaflets. Tissue damage was noted. The clip was removed. Mr was reduced to grade 3. No additional information was provided.